Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm. During system check with tandem technical support, it was confirmed that the occlusion was related to the site. Customer's blood glucose was 289 mg/dl.